Event description:
It was reported to manufacturer that during generator replacement surgery due to battery depletion, the surgeon visualized a nick or cut in the silicone tubing of the lead when the chest pocket was opened. The surgeon was not able to determine if this occurred during the opening of the chest pocket, or prior to surgery. Communication with the generator was not able to be established intraoperatively and as a result, the integrity of the lead was not able to be assessed. The communication issues are believed to be due to normal battery depletion. Due to the communication difficulties, the surgeon opted not to explant any products at that time. Surgery is planned to replace the lead and the generator. Further follow up with the treating physician revealed that communication was not able to be established pre-operatively. The most recent diagnostic test available is from over a year ago, and at that time, the result indicated normal device function.